Event description:
It was reported the customer had a keypad anomaly. The customer stated their escape button was unresponsive. Customer's blood glucose was 178 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly and no moisture damage on keypad traces. The keypad connector was fully locked. The insulin pump has cracked case at display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.